Event description:
Patient with heartmate ii therapy for 19 days presents with first time gi bleeding episode in setting of inr 2.4, requiring 4 units blood transfused. Colonoscopy revealed multiple (7) non-bleeding ulcers in the ascending colon, in the proximal ascending colon and in the cecum.